Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a followup report will be filed as appropriate. H6: component code: g07002 device evaluation pending. Note: related events reported via 2210968-2024-00623.

Event description:
It was reported that a patient underwent an av fistula revision on (B)(6) 2024 and suture was used. During the procedure, the the needle popped off the suture with minimum force applied while suturing the artegraft to the fistula. A new suture line was started to continue with the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4,h3, h6 additional h6 component code: g07002 no device problem found. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that thirty-two unopened samples and two empty labeled winding formers of product code epm8709 were received for evaluation. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.